Event description:
Based on information reported to davol: (B)(6) 2010 - the customer alleged that during attempted implant the mesh tore when the surgeon was suturing it into place. Mesh was not used for the case. There was no patient injury.

Manufacturer narrative:
It was reported to davol that the mesh tore apart when the surgeon was suturing it into place. The mesh was not used to complete the repair and there was no patient injury. The device was returned and evaluated. It was confirmed that the mesh was in strips. However, there was no evidence that the device had been sutured, as stated in the report to davol. While we are unable to conclusively determine what may have led to the condition of the mesh as it was received, the damage was consistent with that caused by tailoring of the device by the user. Without further information, however, no conclusion can be drawn.